Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar implant procedure on (B)(6) 2022. The procedure was performed under local anesthesia. Fiducials were administered transperineally prior to the spaceoar implant. Rectal preparation prior to spaceoar placement had been completed. When the patient went for magnetic resonance imaging (MRI), the radiation oncologist noticed there was deep rectal wall infiltration in the submucosa. The patient's start of radiation was deferred. It was reported a repeat MRI will occur in approximately three months. Radiation treatment, once it occurs, will be conventional fractionation treatment.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.